Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from the health care professional. This case concerns 11 patients (age and gender unspecified) who received treatment with synvisc one injection and after unknown latencies the patients experienced either hospitalizations and fluid in the knee, also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection, once (dose, indication, lot number and expiration date: not reported). On unknown dates, unknown latencies of receiving the injection the patients experienced either hospitalizations, fluid in the knee and scopes needed to be done. Corrective treatment: scopes needed to be done for fluid in the knee; not reported for hospitalizations outcome: unknown for fluid in the knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) seriousness criterion: in-patient hospitalization for hospitalizations; required intervention for scopes needed to be done and device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 29-nov-2017 and 17-dec-2017 (both the information were processed with the clock start date of (B)(6) 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: (B)(4) company comment for follow-up dated 29-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee effusion and was hospitalized due to unknown reason. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from the health care professional. This case concerns 11 patients (age and gender unspecified) who received treatment with synvisc one injection and after unknown latencies the patients experienced either hospitalizations and fluid in the knee. No relevant medical history, past medications and concomitant medications were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection, once (dose, indication, lot number and expiration date: not reported). On unknown dates, unknown latencies of receiving the injection the patients experienced either hospitalizations, fluid in the knee and scopes needed to be done. Corrective treatment: scopes needed to be done for fluid in the knee; not reported for hospitalizations outcome: unknown for fluid in the knee a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: in-patient hospitalization for hospitalizations; required intervention for scopes needed to be done